Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period ( apr 2019 through mar 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and replaced the fiber optic connector to fix the issue and tested the fiber optics. The fse reported that the customer's biomed had spoken to the hospitals education trainer, and they would speak with the clinicians on proper use of the fiber optic balloon so that they do not break the connector on the iabp again. The fse then performed all calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during an inspection, it was found that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. There was no patient involvement, and no adverse event reported.